Event description:
Enduser alleges that the front casters get caught when going over a bump the center wheel drive is being lifted off the ground and getting stuck and needs assistance. Less then an inch high for the bump.